Manufacturer narrative:
This device remains implanted and has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a single episode of low out of range shock impedance ( 9 ohms). A technical service (ts) consultant reviewed device data and provided recommendations to perform lead integrity testing. Including maneuvers/isometrics, command test shock 41j, and x-ray images. Additional information was received that the patient came in for a follow up appointment. Isometrics where completed, and no additional low out of range shock impedance were noted. X-ray images have been completed, but no results available. The physician will monitor the patient closely through the home monitoring equipment. The rv lead remain implanted. No adverse patient effects were reported.